Event description:
It was reported that during an open surgical procedure, an error occurred during use. The error code was not confirmed. Also, one of the blades broke off (not in patient) another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of two devices.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.